Manufacturer narrative:
The device was not returned for evaluation. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ mechanical failure/ operator error /thin rubberize layer. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that a foley catheter came out of the patient. Prior to insertion the balloon was tested, and the foley catheter used was a standard 16 french kit with a metered urine bag.